Event description:
It has been reported end user got off chair and accidently hit throttle. She hit her head on the door frame. Sent to ER for x-ray and cat scan.

Manufacturer narrative:
The device, including the model and serial number, has not been made available for evaluation at this time. Should it become available an evaluation will be done at that time.